Event description:
It was reported to gore that cv8 sutures broke when the knots were tied.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Additional information was received that gore-tex® sutures were used for multiple unknown procedures where beside the suture breaks while the knots were tied also needle pull offs were experienced. Those incidents happened multiple times for several patients. It could not be confirmed for which lot number the needle pull off was observed or to which lot number the suture break belongs. Therefore, two medwatch reports will be send for the two reported lot numbers.

Event description:
It was reported to gore that when gore-tex sutures were used for multiple unknown procedures several suture breaks while the knots were tied and needle pull offs were experienced.